Event description:
It was reported that the ventilator had a svhp relief alarm multiple times during testing. There was no air flow due to the alarm condition. The ventilator was not connected to a patient when the reported problem occurred.